Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was yesterday the pt went to get an MRI on hand and neck. They put in two aa batteries into the patient programmer and the MRI people pushed a button and it went berserk and sent stimulation into their body. They had to shut it off and they did not know how to operate it. Pt was asked to get a new card but could not find it. Pts doctor said to call medtronic. Troubleshooting was unable to be performed as the agent offered to walk pt through entering MRI mode but pt said they could not do that for they need someone to talk to their doctor. Agent provided tech services phone number for hcp to call. Agent emailed registration to update address and date of birth; also requesting a ID card. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient they needed an MRI, but didn't know how to use their patient programmer to put into MRI mode. Patient was being assisted by MRI technician staff. Agent had caller power on patient programmer and attempt to connect with implant, but patient was seeing poor communication screen. Agent asked, patient said they were certain the ins still operated; mentioned sensation documented in case history. Agent had caller reset patient programmer by removing and reinserting the batteries, and then they were able to sync to the ins. The issue was not resolved through troubleshooting. Agent reviewed how to exit MRI mode and turn stimulation back on.